Event description:
It was reported a dependent patient reported several near syncopal events. When the patient came to the clinic for a regular follow-up, interrogation revealed two noise reversions that caused inhibition of pacing output. Noise events could not be reproduced. It was recommended to give the patient a magnet to trigger egm storage if the patient feels near syncopal again. Turning on magnet trigger egm and keeping the noise reversion mode set to voo were also recommended. No further information is available.

Manufacturer narrative:
(B)(4).